Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) post biventricular pacing resulting in mode switching. It was also noted during follow-up that there had been t-wave oversensing (twos) on the patient's right ventricular (rv) lead which had been resolved. Both the ra and rv leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.